Event description:
It was reported that while in use on a patient, the anesthesiologist sprayed the cannula with lidocaine as "common practice to relax the tissue and reduce inflammation" which caused the printed ink markings on the ett to come off. A 2nd cannula was used and sprayed with lidocaine which caused the same effect.

Manufacturer narrative:
(B)(4). Additional information received on 31 may 2023 states that the issue was resolved as "another cannula of a different model was used". There was no patient harm or injury, the patient was discharged from the hospital. Complaint verification testing could not be performed as no sample was returned for analysis. Although the sample was not returned, the customer did provide a photo for evaluation. A visual exam was performed on the photo and it was observed that there was ink smeared on the inside of the packaging. The manufacturer reports "according to the complaint description, the user is using lidocaine on the tube. As per IFU there is a warning related to the use of lidocaine topical aerosols has been associated with the formation of pinholes in pvc cuffs. The use of a water soluble lubricant gel is recommended." Based on the photo, the complaint was confirmed. The root cause is related to the use of lidocaine instead of a water soluble lubricant gel.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the anesthesiologist sprayed the cannula with lidocaine as "common practice to relax the tissue and reduce inflammation" which caused the printed ink markings on the ett to come off. A 2nd cannula was used and sprayed with lidocaine which caused the same effect. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.